Event description:
It was reported that during an unknown procedure, the device lhad two good firings then a bleeder. Patient vessels continued to bleed. Surgeon used endoloop to control bleeding. Laparoscopic case was converted to open procedure in order to get to the vessels. Patient's blood pressure was 100/58.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure? Surgeon experience with the device? What vessels was device used on that led to bleeding? Wait 15 secs after device was closed and firing? Any buttressing material used? What is meant by two good firings? What did staple form look like at the site of bleeding? Any blood transfusion? Total estimated blood loss? Current patient status? Which device had the bleeding? Was the bleeding notice to be coming around the staples or through the line of transection?